Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for an undefined high superior vena cava (svc) coil impedance value. Three days later the value came back down and the lead remains in use. No patient complications have been reported as a result of this event.